Event description:
It was reported that prior to use, the power line cord of the cardiosave intra-aortic balloon pump (iabp) was damaged; the customer stated that the line cord was cut. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp, and confirmed that the power line cord was cut. To address the issue the fse replaced the line cord assembly and spool. All functional and safety checks were performed to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, the power line cord of the cardiosave intra-aortic balloon pump (iabp) was damaged. The customer stated that the line cord was cut. There was no patient involvement, and no adverse event reported.